Manufacturer narrative:
(B)(4). Review of the device image indicated an alert for output circuit damage. The device was tested on the bench and low hv lead impedance was noted. Further analysis indicated a damaged output transistor, consistent with hv delivery into a low impedance load, as the cause of the low impedance.

Event description:
This report is to advise of an event observed during analysis.